Event description:
The complainant reported that the blue disk (retention device) separated from the adhesive patch. The catheter, used as a biliary drain, migrated out to the edge of the side holes post procedure. The catheter was replaced. There was no harm or injury to the pt.

Manufacturer narrative:
The subject device has not yet been returned for evaluation. Merit conducted simulated testing on representative product from merit inventory that had the same adhesive as the product involved in the incident. Testing of the inventoried product demonstrates that contact of the adhesive with any acetone or alcohol based solutions breaks down the adhesive, weakening the bond between the patch and the disk. The adhesive has been changed to one that is solvent resistant. The instructions for use include the caution statement: "avoid using alcohol or acetone based solutions when cleaning around or in the center ring of the revolution. These substances may weaken the device's adhesive."